Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual inspection was completed. Based on the nature of the complaint, there was no functional or dimensional testing performed. The returned device was visually examined for any abnormalities and the following was observed: crimped valve: valve struck within sheath strain relief. One (1) valve strut exposed through sheath shaft. Two (2) struts bent on the valve inflow side. Post-expanded valve: two (2) struts remained bent on the inflow side of the valve. Frame distorted. Leaflet wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. No imagery was provided. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Commander delivery system with s3u thv IFU along with the device preparation and procedural manuals were reviewed. Delivery system insertion through the sheath slide include 'if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for frame damage was confirmed based on the returned device. A review of the DHR and lot history did not provide any indication that manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, 'during implant of a 26 mm sapien 3 ultra valve in the aortic position, the valve struts caught in the esheath seam of the partially expandable portion causing a perforation in the esheath. This occurred during the first insertion through the esheath. There was resistance while the operator was inserting the esheath and the sheath was found to be kinked roughly at the transition of the loader cap. The operator tried to maneuver it, and the valve was caught in the esheath during that process.' Per the IFU and training manual, the sheath must be properly inserted in order to facilitate a smooth transition of the crimped valve through the sheath. If the sheath is not inserted properly, the sheath lumen can become distorted and thus creating additional resistance for valve delivery. This resistance can result in frame damage, as reported. In this case, a steep insertion angle and sheath kinked was reported during delivery system and valve insertion through the sheath. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath and may cause the kinked sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, device manipulation was reported after experiencing resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. As such, available information suggests that procedural factors (steep insertion angle, kinked sheath, excessive manipulation) may have contributed to the complaint event. A CAPA (corrective and preventive action)/scar (supplier corrective action request) is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-07190. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position, the valve struts caught in the esheath+ seam of the partially expandable portion causing a puncture in the esheath+. A new kit was opened and able to be used to successfully implant the valve. The patient was stable and discharged home.